Manufacturer narrative:
H6: investigation summary: 2 samples were returned. Bdj confirmed that the needle shield with hub was detached from the barrel.customer returned photos of 3/10cc syringes. Customer states that the needle with the shied was separated from the barrel. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to an unknown lot number for needle hub separates. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions before use. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions before use. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel.